Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and found the cap piercer blade wick was not seated properly and a non-functioning autogloss valve . The fse reseated the blade wick and replaced the valve to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained cap piercer leak on a unicel dxc 600i synchron access clinical system. The customer stated the cap piercer leaked autogloss fluid on top of the sample tube caps; the fluid was also uncontained and leaked to the laboratory floor. The customer was wearing lab coats and gloves when discovering and remediating the issue, but cannot confirm protective eyewear other than their prescription eyeglasses. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results were generated or reported due to this event.